Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet pump, with blood glucose reportedly dropping to 41 mg/dl at night despite prior troubleshooting and education, and the user elected to return the device due to anxiety and overall health decline. Symptoms included hypoglycemia. Outcomes included patient distress with impact to daily functioning. Investigation included a review of the complaint details and user support interactions. Investigation of this case revealed no device alerts or alarms and no specific device malfunction identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.